Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 63 mg/dl, 118 mg/dl, and 169 mg/dl. No quality controls used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.